Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the pump's alarm volume was too low. There was no reported adverse impact to customer¿s blood glucose levels. Customer declined troubleshooting. No additional information was able to be obtained.